Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with sensor glucose versus blood glucose. The customer has been having issue with multiple sensors. The sensor glucose was 76 and blood glucose was 367mg/dl. Customer's current blood glucose was 240mg/dl. Customer has experienced high blood glucose of over 600mg/dl; treated with injections.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.